Event description:
It was reported that the customer experienced elevated blood glucose levels (250-431 mg/dl). Reportedly, the customer was disconnected from the pump for part of the day. Customer is working with her health care professional on the reported issue.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.